Event description:
Additional information was received from the patient. They reported that hat had revision sometime earlier this year however hasn't noticed any improvement in charging implant. The patient said they have to press the recharger against the implant the whole time and not move at all or it won't recharger. Patient said saw hcp a couple of weeks ago and suggested patient call to request a smaller belt to help keep the recharger right against implant site. Patient services sent replacement request to repair. The patient was going to provide an update.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having trouble with the stimulator. They are going to have to redo the surgery again. The doctor is saying the device is the problem. The patient can't recharge. She has tried to do everything to recharge. A man came to her appointment. He said it's not the equipment. The stimulator got shifted where she can't recharge. Patient saw the representative at the doctor's office last week. The patient's doctor is out of town. The first appointment to reposition the stimulator is (B)(6) 2021. The patient noticed the issue two weeks into implant when she went to recharge stimulator. The patient wants to know how to check the battery status because the last couple nights she has been back to going to the bathroom 5 plus times. Agent did not ask about the circumstances that led to the reported issue. Walked caller through checking her stimulator battery and it is at 0%. The issue was not resolved through troubleshooting. Patient will have to wait to have the stimulator repositioned with surgery to recharge.